Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient contacted the clinic reporting feeling stimulation. The patient came into the clinic and left ventricular lead diaphragmatic stimulation was observed. A chest x-ray was performed which noted the left ventricular lead was pulled back into the superior vena cava. The physician elected to disable the lead. On (B)(6) 2019, the lead was explanted and replaced. The patient was discharged.